Manufacturer narrative:
(B)(4). The device is currently on shipping from (B)(6) to(B)(4) for investigation. A follow-up report will be provided after the inspection results are available.

Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(4)): slowdown of the perfusion: passage of drug in 4 hr instead of 2 hrs.